Event description:
It was reported that the implant was removed due to a fracture of the hexagon inside of the implant while placing it. The surgery was completed with another implant.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Weight unknown / not provided. Email address unknown / not provided.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One imp, tsv, mcol mg,3.7mm,10m (tsvmb10) and mount were returned for investigation. Visual evaluation of the as returned products identified fragment of the mount hex in the implant drive feature. Additionally, there was blood/bone residue around the external threads of the implant due to usage. The implant collar was severely damaged possibly due to the removal process. Damage observed on returned implants due to trephine removal is not considered a malfunction or failure of the device. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Device history record (DHR) review for the lot (1250066) had revealed no deviations nor non-conformance's which could have caused or contributed to the reported event. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1250066) for similar events (complaint category keywords: fracture: mount) and no other complaint was identified. Therefore, based on the available information, the reported malfunction did occur and the reported event was confirmed.

Event description:
After the investigation results, a fragment of the mount hex has been identified in the implant drive feature.